Event description:
It was reported that the left bundle branch lead became dislodged. On (B)(6) 2024, the lead was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).